Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device was not returned. Based on a review of the video from the customer, black debris was found throughout the tray. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: malaysia.

Event description:
It was reported that grey debris was found inside the pulsavac lavage packaging when the or nurse removed it from the packaging box. This unit of pulsavac is properly sealed and had not been used for case. The event occurred outside of operation room when the or nurse checked on the consigned pulsavac lavage availability before surgery starts. There was no patient involvement. Due diligence is complete, no further information is available.